Event description:
It was reported that approximately two hours post implant, the right ventricular (rv) his bundle lead exhibited variable thresholds and no capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.